Event description:
It was reported that the insulin pump alarmed no delivery even after infusion set and reservoir changed. Customer's current blood glucose was 550 mg/dl and treated with syringe. Customer changed his infusion set and after changing battery the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 531 mg/dl. Customer treated high blood glucose with syringe. During the troubleshooting the insulin pump did not alarm no delivery. The customer was advised that emergency supplies would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.